Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Original surgery, patient implanted with 2 level prodisc-c at c5-c6, c6-c7, with fusion at c4-c5 on an unknown date for degenerative disc disease. Patient complained of discomfort and subsequently underwent two revisions for pdc at c6-c7. The first revision on an unknown date, surgeon removed and replaced pdc at c6-c7 with a larger size. The second revision surgeon removed pdc at c6-c7 and fused with synmesh and cslp. This complaint pertains to the first revision.